Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that narration had been turned on, preventing access to the medstation. A technical support specialist dialed into the station and found that the narrator setting was off. However, the customer later confirmed that the issue had already been resolved when the specialist called back. The system functioned as intended after the technical support specialist completed the investigation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was making narration with every touch. Customer informed that they need to get the key inside the station and unable to access anything on station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.